Manufacturer narrative:
Uniboard replaced. H3 evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that while checking their unit for a breast biopsy they noticed that their lcd screen would not turn on. The green light was on but the screen remained blank.they rebooted the system and changed outlets but the screen remained blank. There was no patient involvement.